Manufacturer narrative:
(B)(4). Date of event: publication year of 2010. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : lavh: a 7year experience in a district general hospital in UK. Author : h. Al-hadithi, a. Swaminathan, j. Hawe. Citation: gynecol surg (2010) 7 (suppl 1):s143¿s216. Doi: 10.1007/s10397-010-0617-9. One-hundred and eight laparoscopic hysterectomies were performed (majority 43.5% were in the age group 40-50 years). The commonest indication was menorrhagia (32.4%), the second commonest being menorrhagia and dysmenorrhoea (25.9%). Harmonic scalpel (ethicon) was used in only 1.9% patients. Reported complication included bladder injury (n-?) In which 2 patients were converted to laparotomy, and bleeding (n-?) In which the patient was converted to laparotomy. Laparoscopic hysterectomy was safe and effective. The uptake of the procedure could be increased by training more doctors in this procedure.